Event description:
A caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with detailed instructions to reset the pump, advising them to proceed with the reset when ready and to follow up if the issue continues.